Event description:
It was reported "the iabp is configured for invasive blood pressure monitoring, but this function is unavailable. Counterpulsation is triggered by ECG. However, even after the electrodes are properly placed according to the requirements, it still frequently triggers due to operations such as approaching the patient or lifting the quilt. Additionally, the counterpulsation pressure is unstable". The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "frequently triggers" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the iabp is configured for invasive blood pressure monitoring, but this function is unavailable. Counterpulsation is triggered by ECG. However, even after the electrodes are properly placed according to the requirements, it still frequently triggers due to operations such as approaching the patient or lifting the quilt. Additionally, the counterpulsation pressure is unstable". The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.